Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information was received from the patient. They stated their doctor sprayed talc during a revision surgery, and the catheter was sewn down with a stitch. The pump had contained morphine 1 mg/ml at 0.3 mg/day.

Event description:
It was reported the patient experienced a seroma around both the pump and around the side of the catheter path. It was unknown when the seroma started, but the patient just had a replacement in (B)(6). It was noted the patient¿s physician had patients use an abdominal binder. The physician also thought the patient may have a cerebrospinal fluid (csf) leak due to the location and the extent of the seroma. The physician was planning to do an exploratory surgery and revision on (B)(6) 2015. It was unknown if the patient was receiving adequate therapy or not. The type of medication being delivered via the device system was morphine. Additional information has been requested regarding any symptoms the patient may have had, interventions and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID, 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781,serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information reported the revision of the posterior incision and pocket were only due to dural leaks. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Initial reporter: updated/corrected.